Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of capsular contracture is unable to be observed as it is a physiological complication.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Continued region and zip code e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device was explanted and replaced.